Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received many inappropriate shocks, and that there was noise and an apparent lead fracture. Detections were programmed off. Later during the intervention, high impedance was noted on the analyzer along with more noise. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable but psychologically hurt".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed.